Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. The actual device reported in section d is not marketed in USA, but devices with similar characteristics are marketed in USA, and therefore this report was filed. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted with a revitan, distal part, straight, uncemented, 22/200 on (B)(6) 2013. The patient underwent a revision surgery on (B)(6) 2017 due to fracture of the stem at the taper junction. The broken stem was removed by trephining the well fixed distal stem. A metal cutting burr was used to assist with stem removal.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that an unknown patient had received revitan stem on (B)(6) 2013 and underwent a revision surgery on (B)(6) 2017 due to implant breakage after 4 years in-vivo time. The broken stem was removed by trephining the well fixed distal stem. A metal cutting burr was used to assist with stem removal. The explanted stem was replaced with a long curved porous arcos stem. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all proximal revitan components are compatible with all distal ones. The raw material certificate of the revitan stem was reviewed and it is confirmed that the product was manufactured according to the material specifications. Root cause analysis: root cause determination using dfmea: fracture of implant due to insufficient fatigue strength of material and design. => not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review. Moreover, biomechanical reports and the raw material certificate certify the fatigue strength of the material. Fracture of implant due to damage of material / implant (cracks, deformation) due to impaction load / torque while assembling (impaction). => possible: the products were not returned for investigation, therefore cannot be excluded. Failure / fracture of implant or connection due to mechanical properties of the material different from specified properties (quality requirements). => not possible: mechanical properties of the material is confirmed to be according to the specifications. Fracture of implant due to micro cracks due to laser marking in high stressed implant areas. => not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review. Fracture / damage /loosening of implant due to wrong behavior of patient, high patient activity,patient disregards limits of the device. => possible: no information about the patient activity is known, therefore cannot be excluded. Fracture of implant due to insufficient material resistance leading to general corrosion (crevice, pitting, galvanic). => not possible: a systemic issue with design and/or material properties would have been detected would have been detected as part of a trend review. Moreover, material compatibility specification certifies the material resistance. Failure of connection between proximal and distal part and conical nut, fracture of component, foreign body reaction due to inadequate material pairing between proximal and distal part leading to corrosion and release of corrosion products. => not possible: material pairing is certified by the material compatibility specification. Fracture of implant due to damage of stem during implantation. => possible: it is not known whether the stem was damaged during implantation, therefore cannot be excluded. Failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between connecting pin and proximal part due to bone (third body wear). => possible: the device was not returned for the investigation, therefore cannot be excluded. Failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between taper on the proximal part and ball head due to bone (third body wear). => possible: the device was not returned for the investigation, therefore cannot be excluded. Loosening or fracture of components due to patient with high body weight leading to increased wear. => possible: patient bmi is not known, therefore cannot be excluded. Loosening or fracture of implant due to insufficient bony support of implant. => possible: neither x-rays nor the explants were received to confirm, therefore cannot be excluded. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Possible causes for the breakage of the connection pin include the stem damage occurred during the impaction load while assembling, high patient activity (patient disregards limits of device), insufficient bony support of the implant and wear between connecting pin and proximal part due to bone (third body wear). It is not known whether there were other factors influencing the circumstances of the fracture. In addition, the product details of the implanted head and cup are unknown, therefore a contribution of these products to the reported breakage cannot be excluded. However, due to significant lack of medical data which might confirm those hypothesis, it is impossible to perform a meaningful analysis of the reported event. Therefore, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer (B)(4) decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on (B)(6) 2017. As the actual device reported is not marketed in USA, the USA/FDA is not affected from this notification. (B)(4).